Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6 the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and both implants. The t1 implant is fractured at the base of the suture window. A functional evaluation was performed on the returned device and found it cycled as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time

Event description:
It was reported that, during a meniscal repair procedure, the fast-fix 360 suture system t1 implant fell off the meniscus. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported. As per investigation results, the t1 implant was fractured at the base of the suture window.